Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. The lead's distal lv (low voltage) electrode conductor was covered in blood and body tissue/fibrotic growth, and it was not obstructed. The inner tubing and outer insulation of the lead were extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the patient's right ventricular (rv) lead experienced high thresholds, poor sensing, and failed defibrillation threshold testing. The lead was removed and a new lead placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).